Event description:
It was reported that after eating a burger and fries, the ilet user announced a smaller meal size than consumed and experienced a blood glucose increase to 310 mg/dl, with subsequent correction bringing glucose into range at 136 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to announcing an incorrect meal size in relation to actual carbohydrate intake, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.